Manufacturer narrative:
(B)(4). The preliminary evaluation of the returned sample indicates the swg/catheter resistance - kinked.

Event description:
The customer reports the inability to advance the guidewire.

Manufacturer narrative:
(B)(4). The customer returned a spring wire guide (swg) and a 3-l 7 fr x 8 cvc catheter. The returned components were visually examined with and without magnification. The catheter appeared used; however, no defects or anomalies were observed. The guide wire displayed signs of use and had 3 bends. The distal and proximal welds were both still intact and spherical. The bends were located 2.3, 35.9 and 57.2 cm away from the proximal end of the swg. The swg length and outer diameter were measured and were found to be within specification. The catheter body length was also within specification. A swg with an outer diameter of 0.847 mm from lab inventory passed through the returned catheter from the tip to the hub without restriction. This indicates that a swg with an outer diameter of .804 mm would be able to pass through the catheter as well. A manual tug test confirmed that both welds were intact. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. It states that if resistance is encountered when attempting to remove the guide wire after catheter placement, the guide wire may be kinked about the tip of the catheter within the vessel. In this case it is recommended to withdraw the catheter relative to the guide wire about 2-3 cm and then attempt to remove the guide wire. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire was kinked was confirmed through examination of the returned sample. The guide wire had multiple kinks. Functional testing showed a guide wire could pass freely through the returned catheter. A review of the device history records did not reveal any manufacturing related issues. Based on the functional testing and the condition of the sample, it was determined that operational context caused or contributed to this event.

Event description:
The customer reports the inability to advance the guidewire.